Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient received trigger injections right where the leads were and the physician punctured/ruined one of the leads. The lead was really high and she had a lot of complications, so a company representative turned off the one that was damaged. Additional information regarding the event and outcome was requested. If received, a follow up report will be sent.